Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 508 mg/dl and was treated with insulin pump. Customer also had blood glucose of 494 mg/dl. Caller reported that transmitter would not connect to sensor. Sensor would be replaced.